Manufacturer narrative:
G4: 17mar2020. B4: (B)(6)2020. Failure analysis on the returned user interface assembly shows that the customer complaint was verified. The dim display was caused by failure of the liquid crystal display (lcd) panel. In examination of the lcd panel, it was found that the wires connecting the backlight inverter to the display were discolored due to high temperature. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
It was reported that the unit's display would go blank intermittently. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer checked the unit's significant event log and found no errors. The customer also checked the unit's supply voltages on the pneumatics screen. The technician recommended that the customer replace the unit's central processing unit (cpu) board.